Event description:
The patient reported the lead was replaced and that the "conductivity had been decreasing for quite some time". Additional information received indicated the lead had a high pacing threshold and the pacing impedance was low. The lead was replaced. It was further reported that the patient complained of developing an infection after the replacement procedure, which extended the hospitalization. No further patient complications have been reported as a result of this event.

Event description:
The patient reported the lead was replaced and that the "conductivity had been decreasing for quite some time." Additional information received indicated the lead had a high pacing threshold and low pacing impedance. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).